Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device's manufacture date could not be established, since the serial/lot number was not provided. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference between the olympus recommendation and the user¿ s understanding in device handling and reprocessing steps. The suggested event can be prevented by handling the device in accordance with the following instructions for use (IFU): IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. It is recommended to the user facility to send the device to olympus for repair without clinical use when a device abnormality, such as leak or damage, is found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a soiled, non-reprocessed olympus evis exera ii colonovideoscope was inadvertently used on a patient. According to the initial reporter, this event was noted during the procedure. Additional details relating to the patient and the event have been requested but only the exposure date was provided. There was no patient harm or consequence reported as a result of this event. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.